Manufacturer narrative:
The investigation into the ventricular tachycardia (vt) issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported upon an impella cp support for a 57-year-ol male patient who had arrested at home and was admitted with st elevation myocardial infarction. The team intervened upon the coronary arteries with impella support. The team noted recurring ventricular tachycardia (vt) when trying to wean the pump and reposition the pump. The vt was resolved with pump being pulled back to the aorta.